Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic ventral hernia procedure, the harmonic jaw pad came off. Another like device was used to complete the procedure. There were no adverse consequences for the patient.